Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor displayed service code 110. Upon evaluation, the c1 capacitor and d1 diode was shorted. The cause of the code 110 is the shorted capacitor and diode. The root cause of the shorted capacitor and diode cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.